Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The pt's medical records were received and a clinical investigation was completed. Pt was initially admitted and suspected to have sepsis and peritonitis due to infected pd catheter. This pt's abdominal pain had been ongoing for a period of time before this hospitalization. On (B)(6) 2015, the pt stated that she "still gets abdominal pain now and then". The pdrn stated the pt's hospitalization was not related to the pd treatment and the pt's infection was a colon infection. Medical records do not mention colon infection. Medical records reveal the pdrn documented on (B)(6) 2015, that the pt spent (B)(6) 2015 - (B)(6) 2015 at the hospital "with abdominal pain and possible peritonitis; effluent remains clear but labs grew enterobacter sensitive to cipro. Medical records do not mention the enterobacter nor contain a hospital culture result for review. The medical records mention that the abdominal pain was consistent with peritonitis. Medical records do not contain hospital culture results, progress notes, discharge summary, discharge diagnose, treatment records or medication records for review. Medical records do not indicate there was a causal relationship between the pt's use of fmc products and the pt's hospitalization. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
The peritoneal dialysis (pd) reported that she was in the hospital for an infection and experiencing pain. During a f/u with the pd nurse, the pdrn stated the pt's hospitalization was due to a colon infection. The cause of the infection was unk and the pdrn did not know if the pt's pd therapy aggravated the infection. The pt was hospitalized from (B)(6) 2015 to (B)(6) 2015. The pt was continued her pd treatment since her hospitalization. The pt's medical records were received and revealed that the pt called into the dialysis clinic on (B)(6) 2015 with severe abdominal pain. The pt was instructed to go to the hospital emergency room. The pt presented in the ER stating that when she finished her dialysis drain that morning, she had severe abdominal pain. The pt said she did not see the peritoneal dialysis fluid, so it is unclear if it was cloudy or not. The pt also experienced fever and nausea. In the emergency room, the pt was given intravenous vancomycin and intravenous cefepime. Pt was admitted into the hospital and diagnosed with sepsis and peritonitis due to infected peritoneal dialysis catheter and renal failure.